Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Painful left knee, subsided and loose tibial baseplate. Patient was revised to ts triathlon. No other information due to hospital policy.